Event description:
Spouse reported receiving a failed battery test alarm on the insulin pump despite multiple battery changes. Customer also mentioned receiving a battery out limit alarm and stated that the batteries were out of the insulin pump for more than ten minutes. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump had missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube lip, and minor scratches on lcd window.